Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a left salpingo oophorectomy procedure, one of the bags tore at the purse string. Another bag was used to place a bag with specimen in to take the specimen out. The specimen was difficult to get the specimen into the bags. A total of seven bags were used to complete the procedure. There was no adverse consequence to the patient reported. All seven bags used were discarded. No additional information is available.